Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 23.2 mmol/l (417.6 mg/dl) while wearing the pod on the abdomen. The personal diabetes manager (pdm) alarmed while wearing the pod for 72 hours or longer. The patient loss consciousness and was found lying on the floor by the patient's daughter. The patient was transported to the hospital via ambulance and it was noted the patient had a heart attack and kidney failure. The patient was placed on an insulin drip and received antibiotics due to a bacterial infection.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.